Event description:
On (B)(6) 2018, this patient underwent endovascular treatment using gore® tag® conformable thoracic endoprosthesis for chronic type b aortic dissection. On an unknown date, a new aortic dissection (dsine) was observed distal to the device. The cause of the dsine was not reported to gore. On (B)(6) 2021, the patient underwent a reintervention. An additional stent graft was deployed to extend the device. The patient tolerated the procedure.